Event description:
At the initiation of cardiopulmonary bypass, the venous inlet to the vkmo 10000 would not allow the venous return to center into the reservoir. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The investigation is ongoing and a f/u report will be provided when more info is available.